Event description:
It was reported by the customer that pyxis medstation es system was showing a black screen and failing to power on. The customer reported that a malfunction occurred when the user attempted to dispense medication to the patient, resulting in a delay in the medication issuance process. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that full height drawer causing crowbarring issue. A field service engineer replaced both drawer control boards. The contact information was kept blank due to the reported issue that was found by the field service technician while on site. The system functioned as intended after the field service engineer troubleshooted the device.